Event description:
It was reported that the pt had a trauma at the implant site in (B)(6). The pt's mother decided not to go to the doctor. On (B)(6) 2015, the pt went to the clinic for a fitting session without having access to sound with the device. A medical condition at the implant zone was discarded.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.